Manufacturer narrative:
Additional manufacturer narrative: root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procep) became aware that during the aquablation procedure an "e22 - motorpack error" and "e50 - console error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were taken in attempts to address the issue, including replacing the aquabeam handpiece twice and the aquabeam motorpack but the issue was unable to be resolved. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam handpiece wasreturned for investigation of the reported event. Functional testing confirmed the reported e-22 motorpack error message. Visual inspection observed corrosion inside the electrical component of the handpiece, which is evidence of fluid ingress that can cause e-22 motorpack errors. A review of the device history record (DHR) ab2000-b / serial number 18c00640 and aquabeam handpiece / lot number 22c01887 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us, english was reviewed. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece the investigation was unable to establish how fluid entered the handpiece; therefore the root cause is undeterminable. It is a likely possibility that fluid entered this electrically sensitive area during the post-procedure breakdown, of which the drapes that prevent fluid from entering may have entered during. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.